Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door hasp coming off fridge door. The field service engineer was able to resolve the issue by reinstalling door hasp and adjusting the remote manager position. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had remote manager mechanism was broken. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.